Event description:
The following literature was reviewed: yasunobu konishi, et al. (2024) ¿spinal cord infarction after endovascular aortic repair for infrarenal abdominal aortic aneurysm,¿ annals of vascular diseases, 17(3), pp. 317¿320. The patient was an 81-year-old male patient who had a history of emphysema and pneumothorax. An infrarenal abdominal aortic aneurysm (aaa) with a maximum diameter of 62 mm was identified while the patient was admitted for intestinal paralysis. The aaa was anatomically suitable for an endovascular aortic repair (evar) device, so evar and coil embolization of the inferior mesenteric artery (ima) were planned. Gore® excluder® aaa endoprosthesis (left side rlt281414j, right side plc161000j) were implanted using gore® dryseal flex introducer sheath. Endoleak was not detected on the final angiography. The sheaths were removed, the wounds were closed, and the procedure was considered uncomplicated. The surgical time was 1 hour 40 minutes. The amount of bleeding was very small, and no blood transfusion was performed during surgery. The patient was extubated in the operating room 15 minutes after surgery. Immediately after surgery and extubation, paraplegia and thermal and pain sensation disorder of the lower extremities were confirmed. Cerebrospinal fluid drainage (csfd) (3¿10 cmh2o) was initiated 62 min after surgery. The patient was treated with medication and maintenance of mean arterial pressure at =80 mmhg. Approximately 3 hours after surgery, the voluntary movement of the right knee recovered, but the left leg remained relaxed. Thermal pain sensation in the right lower leg, left femur, and lower leg remained impaired. The bladder and bowel dysfunctions did not improve. Postoperative magnetic resonance imaging (MRI) showed high signal intensity in the lumbar spinal cord below l1 in the t2-weighted images. This finding indicated a peripheral spinal cord infarction (sci) below l1. Arteries were reported as patent through computed tomography (CT) and no endoleak was detected. The patient was transferred to another hospital for further rehabilitation on the 90th postoperative day. Other than a pneumothorax on the 27th postoperative day, there were no additional complications.

Manufacturer narrative:
As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog # plc161000j, serial # and UDI unknown. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device remains implanted. Return not possible. A review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: neurologic damage, local or systemic (e. G., stroke, paraplegia, paraparesis). Literature title: spinal cord infarction after endovascular aortic repair for infrarenal abdominal aortic aneurysm source: annals of vascular diseases, 17(3), pp. 317¿320. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.